Manufacturer narrative:
Additional information: patient identifier and weight updated to proper value. Patient weight field not sufficient to hold all digits, should read: (B)(6). Additional procedure information received.

Event description:
Medtronic received information that there was a five minute delay due to the reported issue. The site used a different slap hammer to get the trial out.

Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in an oblique lumbar interbody fusion (olif), the slap hammer broke into three pieces. There was no impact on patient outcome. No additional information was provided.